Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this aortic valve was implanted and explanted on the same day for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that at the completion of the first cross clamp, the ventricular compliance was not good and left ventricular contraction was minimal. The physician stated that almost immediately upon removing the cross clamp, the pulmonary artery pressures elevated and the right ventricle looked distended. At a closer look, the right ventricle showed to be functioning normally, although distended, but the left ventricle had at most no appreciable contraction and was thickened and edematous. Initial transesophageal echocardiogram (tee) showed the valve was not completely opening and there was mild aortic insufficiency. It was unclear from the echocardiogram why the valve leaflets were not opening completely. The physician felt, that given how poorly the patient was doing, replacement with a different valve was indicated. The physician stated that there was no discernable issue with the valve, however felt it needed to be replaced. The physician removed the valve and implanted a 23 mm pericardial valve. This was placed without difficulty and once again the left right coronary ostium were widely patent. The aortotomy was closed and with felt reinforcement was placed over the entire length as the tissue was fairly poor quality. A subsequent transesophageal echocardiogram (tee) was performed that shows the valve to be functioning normally. No additional adverse patient effects were reported. Medical history includes: depressed left ventricular function, and severe aortic stenosis. Weight added. If information is provided in the future, a supplemental report will be issued.